Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: impact code updated from f1001 absence of treatment to f26 no health consequences or impact. E1: initial reporter phone: (B)(6).

Event description:
It was reported that damage occurred, and the procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed, and a watchman truseal access system (was) was selected to be used. During the procedure, the was sheath was bent, and the physician was not satisfied with it. The procedure was not completed due to this event. The patient condition following procedure was stable. It was further reported through good faith effort (gfe) that the patient was sedated with local anesthesia. Therefore, the complaint will become non-reportable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that damage occurred, and the procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed, and a watchman truseal access system (was) was selected to be used. During the procedure, the was sheath was bent, and the physician was not satisfied with it. The procedure was not completed due to this event. The patient condition following procedure was stable.